Event description:
The physician inserted the angiosculpt device in the artery and tried to inflate the balloon. Physician noticed the balloon did not inflate. Physician noticed that the proximal shaft (the hub) was detached from the shaft and not connected.

Manufacturer narrative:
Patient information is not available. Attempts to obtain patient information has not been successful. Date of event is unknown. Attempts to obtain information has not been successful. Device information is unknown. Attempts to obtain information has not been successful. Filing number is unknown. Attempts to obtain product information has not been successful. Device manufacture date is unknown. Attempts to obtain product information has not been successful. The angiosculpt catheter was not returned, this unable to evaluated device. An MDR is being submitted because it cannot be determined with 100% certainty whether or not the angiosculpt hub detached from the proximal shaft.